Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the display screen was dim and the letters had a red hue on the highest contrast setting. The dim screen was replaced with a new test display and functioned properly. Unrelated to the initial complaint a crack was observed in the pump case near the top right corner of display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. It was reported that the display was cloudy, and there was moisture behind the screen. There was a big black dot at the bottom of the screen, and it was spreading. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.